Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to a lack of product/information. No product was returned, and no pictures were provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. G2: literature - kim, j. U., yoon, j. Y., jeon, y. D., cho, h. K., jeong, h. J., & oh, j. H. (2025). Clinical outcome of reverse total shoulder arthroplasty (comprehensive system) after failed rotator cuff repair with a medium-term follow-up: comparison with reverse total shoulder arthroplasty for massive rotator cuff tear without osteoarthritis. Jses international, 9(6), 2081-2086. Https://doi.org/10.1016/j.jseint.2025.06.012. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that a retrospective study from korea reviewed patients who underwent reverse total shoulder arthroplasty using the comprehensive system between approximately ten (10) years ago and approximately six (6) years ago. The article reported that a patient who underwent a secondary reverse total shoulder arthroplasty after a failed rotator cuff repair experienced humeral tray breakage, which necessitated revision surgery. Attempts have been made and no further information has been provided.